Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired stimulator, not prepping the skin with an antiseptic solution, not using antibiotics pre-operatively, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. The questionnaire shows the site was not irrigated prior to closure. In addition, the clinical representative disclosed the patient is thin with extremely low bmi making anchoring to fascia challenging, which may have caused the migration. The clinical representative also reported the wound may have been compromised after the revision, causing the infection. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the migration is due to the patient being a poor candidate due to health, weight, age, or mental capacity, and the cause of the infection is likely related to the wound being compromised after the revision (user error - clinician).

Event description:
The patient reported migration and an infection. The incision was drained and antibiotics were prescribed. A revision was performed on (B)(6) 2021 and no further issues have been reported.